Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-19 through nov-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer struggled to interpret the readings on the console. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The console showed low native pressures, maps in the 50s, and an unable to calibrate alarm. The customer invoked a calibration with no result. The customer attempted to change over to the fluid lumen as alternate access, but the line only had a pressure bag attached, was not transduced, and no pressure cable was available. It was suggested the customer change the setup to be transduced and locate a pressure cable. It was later reported that a pressure cable was still not available. Approximately four hours later, the customer invoked a calibration again with no result. The arterial wave form remains present with no numbers. The customer was advised to get in touch with the house supervisor or someone with access to the ccl to assist in finding a pressure cable. They were then guided through the setup of the arterial line and explained in detail why it was necessary. There was no patient harm or adverse event reported.